Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was not outside of labeled operating altitude range. Reportedly, for one event, an obstruction was blocking the speaker holes. After removing the obstruction from the speaker holes and loading a new cartridge, the alarm cleared. However, the issue persisted, and the customer was later unable to clear the alarm and reverted to manual injections for insulin therapy. The customer's blood glucose level ranged from 95-150 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.